Event description:
The complaint was reported by a customer from france. Air in line issue.

Manufacturer narrative:
Eitan medical ltd is formerly named q core medical ltd. The fei number is the same: (B)(4).

Event description:
The complaint was reported by a customer from france. Air in line issue.

Manufacturer narrative:
Clarification regarding two complaints received (cmrs 69243 and 69247) from the same customer which has mixed the information of the complaint description, date of event and device serial numbers. After receiving both event logs, eitan medical discovered that the complaint description, date of event, device serial numbers, treatment parameters were switched by the customer in the initial report to us. Thus we submit the following reports: 1. A corrected follow up report for cmr#69243 (3010293992-2022-00017) with the correct information including event log investigation. 2. New initial report for cmr#69247 (3010293992-2022-00020), with the correct information including event log investigation. This submission, follow up report for cmr#69243 (3010293992-2022-00017) includes the correct information.

Event description:
The complaint was reported by a customer from france. Air in line issue.